Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: hospital staff told biomed that during ventilation, when the o2 enrichment button was pushed, o2 calibration needed would show on the display, looks like they were doing a suctioning maneuver, dates are (B)(6) 2024, the first day he says staff worked through the issue, on second day, patient was removed and placed on another device, says last pm was performed in (B)(6) 2024 no health impact or consequences.